Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed critical pump error. The customer¿s blood glucose level was 7.7 mmol/l at the time of the incident. The alarm was not resolved. Advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with partial display, critical pump error and unable to download due to corroded electronic assemblies. Unable to verify pump error 35 due to download difficulty. Unit received with corroded motor home switch, cracked case corner of the belt clip rails near the battery compartment, pillowing keypad overlay, minor scratches on case, cracked retainer and minor scratches on lcd window.